Event description:
Laparoscopy with left salpingectomy (post op removal of foley catheter that was inserted immediately pre-op). Foley catheter wouldn't deflate. Reportedly anesthesia had to poke a needle through vagina to deflate the balloon. Pt doing well.